Manufacturer narrative:
(B)(4). Analysis of the catheter (s/n: (B)(4)) found one of the collets was damaged inside with one of its fingers folded over itself.

Event description:
It was reported that there was the inability to insert the catheter into the collett. Additional information reported that on (B)(6) 2014 during the implant procedure when connecting the spinal cord side of the catheter and the pump side it could not be inserted into a collet (taper). As the surgery was underway, another connector from the accessory kit was used. No side effects were reported. Articles were reported as received on (B)(4) 2014.